Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported a pericardial effusion occurred during a procedure and required medical intervention of pericardiocentesis. It was further reported the last known patient status was stable. The complainant was not aware of any further patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.